Event description:
Pt sustained a disruption of traumatic injury wound repair due to dis-solvable sutures that failed to dissolve leading to an infection. The patient required numerous out patient visits with our wound therapy department following an l&d of this surgical site due to the polysorb stitches failing to absorb. When wound care explored the wound to determine the depth, they located these sutures still in the wound bed, undissolved. This is one of 4 patients over approximately a 6 month span at our facility that has had complications with this exact same suture failing to dissolve. Unfortunately our operating room does not track lot numbers on sutures so I do not know which lot numbers may have been involved but we have only ordered 4 boxes during this time frame so I can have my materials manager contact our provider and get the lot numbers for these 4 boxes. Patient had to have a PICC line placed and given IV vancomycin as outpatient and was then transitioned to po clindamycin. She had to have a wound vac placed as well to help manage drainage from this site. She was also treated with assistance from infectious disease md via telemedicine. Disruption of external operation.